Manufacturer narrative:
Covidien reference#: (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the doctor was performing a wide breast excision. The blue coagulation button became jammed and would not turn off. The doctor attempted to manipulate the button with no effect. A new diathermy pencil was opened and surgery progressed as normal. There was no injury to the patient.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.